Event description:
Incorrect results could occur if an instrument channel was idle for an extended period of time while the analyzer was in operation. A field correction will be issued to inform customers of the issue and to provide corrective measure to prevent occurrence.